Manufacturer narrative:
Visual examination of the returned product identified the device was returned because the sleeve wouldn¿t slide back during insertion. The device was function check with a bone block per the functional testing of the juggerknot mini sleeve memo and is conforming. Item and lot numbers are not confirmed as they are not etched on the part. There appears to be plier marks on the sleeve on two sides. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. No device problem found; the returned product was conforming during functional check. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago during a hand surgery, the sleeve was stuck and could not slide back and be used. Attempts have been made and no further information has been provided.